Manufacturer narrative:
Initial reporter city - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter (pm) was observed in the fluid path of a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified in the pharmacy prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 11, 2021 - october 12, 2021. H10: the customer returned a sample with lot 60325145 for evaluation. Unaided eye visual inspection was performed and a loose white particulate matter (pm) was observed floating inside the container. Magnification verified a loose floating thin white pm appearing of cellulose type fiber material approximately 10.00 millimeters at the longest linear length. Stereomicroscopy revealed the pm was colorless to white, irregularly shaped, and polymeric appearing. Further analysis by fourier transform infrared spectroscopy (ft-ir) revealed the particle was composed of polytetrafluoroethylene (teflon).the cause of the condition could not be determined. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.